Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address infection. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). **clinical patient.** *update** (B)(4) 2013 - patient's medical records were received. Records indicate corrosion was found upon revision. The stem was added to the complaint. Comment: pfs provided multiple doi and dor's. The patient has multiple complaints in which most have been updated with medical records, providing correct dates. Therefore, the complaints concerning the medical records attached to the pfs were the only complaints updated.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes z98af4000 and 2135039 did not reveal any related manufacturing anomalies. A review of the device history records finds no other related complaints against the remaining product and lot combinations. Medical records were provided and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/23/16, 2/25/16, 3/4/16 medical records received. Medical records for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/12/16, 3/14/16 -medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 24, 2016.